Event description:
This case was initially received via regulatory authority (reference number: mw5081561) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium pantothenate;choline;cyanocobalamin;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride (multivitamins and minerals). In 2016, the patient experienced nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea") and pyrexia ("fever"). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced alopecia ("hair loss") and acne ("facial acne"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual cycle became extremely heavy, long, clotting"), fatigue ("extreme fatigue"), vision blurred ("blurred vision"), feeling abnormal ("brain fog"), dizziness ("dizziness") and mood swings ("mood swings") and was found to have blood iron decreased ("lead to low iron levels"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, nausea, vomiting, diarrhoea, pyrexia, alopecia, acne, blood iron decreased, fatigue, vision blurred, feeling abnormal, dizziness and mood swings outcome was unknown. The reporter considered acne, alopecia, blood iron decreased, diarrhoea, dizziness, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, mood swings, nausea, pyrexia, vision blurred and vomiting to be related to essure. The reporter commented: required intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.